Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, vomiting, headache, esophagitis, dyspareunia, migraine, fatigue, colonoscopy, hypoglycemia, obesity, uti, anemia, miscarriage, multigravida (2), parity, vaginal discharge, gastric bypass, gastric ulcer, neck stiffness and pain in hip. Previously administered products included for birth control: mirena. Concurrent conditions included spasms, offensive vaginal discharge, hepatic steatosis, insomnia, blood in stool, chest pain and irritable bowel syndrome. Concomitant products included nsaids and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), depression ("depression") and diarrhoea ("other injury(ies) or complication please describe: diarrhea"), 10 months 11 days after insertion and 6 months 27 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypertension ("blood/heart disorder / blood or heart disorder/condition type: high blood pressure"), cardiac disorder ("blood/heart disorder"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypertension, cardiac disorder, anxiety, alopecia, nausea, depression and diarrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cardiac disorder, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, hypertension, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: per summon: essure insertion date: (B)(6) 2013 (discrepancy). She had received treatment for following events" pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood/heart disorder, general abnormal bleeding, psych injury, hair loss and nausea¿. In right ostia 1 coil was visible in uterine cavity. Left essure approximately 0.5 cm into the tube. No visible coils protruding outward. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1. Postprocedural changes of essure placement without evidence of acute intra-abdominal or pelvic abnormality. Note is however made of mild abdominal pelvic free fluid, please correlate clinically. If persistent pain or symptoms, suggest further imaging work up. 2. Hepatic steatosis.; on 24-feb-2014: impression: 1. Post surgical changes of prior gastric bypass without obstruction. 2. Bilateral essure device placement within proximal bilateral fallopian tubes without acute complication.; on (B)(6) 2014: bilateral essure devices are noted in similar positioning. Imaging procedure - on (B)(6) 2014: (unspecified) result: other. Pathology test - on (B)(6) 2013 findings: eua: rv normal sized mobile uterus. No adnexal pathology palpable. Iud removed and notably intact. H/s normal endoemtrial cavity. Essure placed w/o difficulty bilateral. Right 1 coil visible. Left no coils visible but tip ,of insert could be seen; on (B)(6) 2014: diagnosis(es): uterus, cervix, fallopian tubes, total laparoscopic hysterectomy: focal fibrosis and foreign body material consistent with history of essure procedure. Cervix with no pathologic abnormality. Inactive endometrial glands. Fallopian tubes with no pathologic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record depression, anxiety, abdominal pain, nusea, genital haemorrhage, pelvic pain, darrhea lot number: b34603 manufacture date: 2013-05 expiration date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder, cardiac disorder, psychological trauma, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: per summon: essure insertion date: (B)(6) 2013 (discrepancy). She had received treatment for following events" pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood/heart disorder, general abnormal bleeding, psych injury, hair loss and nausea¿. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: (unspecified) result: other. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood/heart disorder, general abnormal bleeding, psych injury, hair loss and nausea¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure insertion (updated)/removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, vomiting, headache, esophagitis, dyspareunia, migraine, fatigue, colonoscopy, hypoglycemia, obesity, uti, anemia, miscarriage, multigravida (2), parity, vaginal discharge, gastric bypass, gastric ulcer, neck stiffness and pain in hip. Previously administered products included for birth control: mirena. Concurrent conditions included spasms, offensive vaginal discharge, hepatic steatosis, insomnia, blood in stool, chest pain and irritable bowel syndrome. Concomitant products included nsaids and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), depression ("depression") and diarrhoea ("other injury(ies) or complication please describe: diarrhea"), 10 months 11 days after insertion and 6 months 27 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypertension ("blood/heart disorder / blood or heart disorder/condition type: high blood pressure"), cardiac disorder ("blood/heart disorder"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypertension, cardiac disorder, anxiety, alopecia, nausea, depression and diarrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cardiac disorder, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, hypertension, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: per summon: essure insertion date: (B)(6) 2013 (discrepancy). She had received treatment for following events" pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood/heart disorder, general abnormal bleeding, psych injury, hair loss and nausea¿. In right ostia 1 coil was visible in uterine cavity. Left essure approximately 0.5 cm into the tube. No visible coils protruding outward. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1. Postprocedural changes of essure placement without evidence of acute intra-abdominal or pelvic abnormality. Note is however made of mild abdominal pelvic free fluid, please correlate clinically. If persistent pain or symptoms, suggest further imaging work up. 2. Hepatic steatosis.; on (B)(6) 2014: impression: 1. Post surgical changes of prior gastric bypass without obstruction. 2. Bilateral essure device placement within proximal. Bilateral fallopian tubes without acute complication.; on (B)(6) 2014: bilateral essure devices are noted in similar positioning. Imaging procedure - on (B)(6) 2014: (unspecified) result: other. Pathology test - on (B)(6) 2013: findings: eua: rv normal sized mobile uterus. No adnexal pathology palpable. Iud removed and notably intact. H/s normal endoemtrial cavity. Essure placed w/o difficulty bilateral. Right 1 coil visible. Left no coils visible but tip ,of insert could be seen; on (B)(6) 2014: diagnosis(es): uterus, cervix, fallopian tubes, total laparoscopic hysterectomy: focal fibrosis and foreign body material consistent with history of essure procedure. Cervix with no pathologic abnormality. Inactive endometrial glands. Fallopian tubes with no pathologic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record depression, anxiety, abdominal pain, nusea, genital haemorrhage, pelvic pain, darrhea. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and medical records received : previously added injury was replaced with events " psychological or psychiatric problems condition: anxiety; depression, blood or heart disorder/condition type: high blood pressure, other injury(ies) or complication please describe: diarrhea", reporter information, patient demography, medical history, concomitant drug added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.